Manufacturer narrative:
Manufacturer evaluation: the device was returned to the manufacturer for physical evaluation. A visual examination was performed which revealed that the device was broken. The device history records (DHR) were reviewed for all available lot numbers; the devices were found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. The investigation into the cause of the reported problem was not able to confirm the failure mode of chemical indicator failed to transition to its post sterilization color. However, the issue likely occurred due to the device being used after its expiration date.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. That a inserter shaft (part # me246r) was used during total disc replacement procedure performed on (B)(6) 2021. According to the complainant, instrument broke during surgery. Additional information was not provided. The complaint device was returned to the manufacturer for evaluation. The adverse event is filed under aic reference xc (B)(4).